Manufacturer narrative:
Per the user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer blood glucose (bg) was under 36 mg/dl and the customer fell and broke a hip. Customer was transported to the emergency room and was admitted to the hospital. Customer underwent hip replacement surgery and was put on an insulin infuser/pump for insulin therapy. Customer was disoriented and incoherent. Customer had not yet been discharged at the time of the report. Healthcare provider and educator have determined the pump settings were incorrect. Customer's daughter was not with the customer at the time of event and did not know if pump alarms occurred. Customer was using pump for insulin therapy while hospitalized and bg was within range. Although requested, customer's discharge date and current status was not provided.

Event description:
It was clarified that the pump settings information was correctly entered into the pump, but were incorrect for the customer. Customer's healthcare provider adjusted the settings. Due to other health issues, customer had not been discharged from the hospital.